Manufacturer narrative:
Concomitant medical products: 694965 lead implanted: (B)(6) 2005, 5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld ventricular tachycardia (vt) therapy due to supra ventricular tachycardia (svt) discriminator. Atrial fibrillation was classified three times for true vt. The device remains in use. No further patient complications have been reported as a result of this event.